Event description:
It was reported that subsequent to the implant of a protegen sling, the pt experienced vaginal erosion, dehiscence, uretheral erosion and other injuries. The pt underwent surgery and other medical treatment after the implant. The device was not returned for eval.